Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that pump infused too fast. During a patient infusion of alteplase, the medication was programmed to infuse for 60 minutes. When the nurse checked in 30 minutes, the bag was already emptied. Additional patient monitoring was required.

Manufacturer narrative:
The reported issue that an infusion of the drug alteplase had the bag empty prematurely could not be confirmed. Physical inspection of the device noted no damage or any anomalies. Log analysis shows a remote IV order of the drug alteplase (drugid=69) was started at 2:00pm on (B)(6) 2019. The rate was at 100ml/h with the vtbi at 100ml for duration at 60 minutes. An ail alarm occurred at 2:21pm and for the next few minutes ail alarms were repeated with safety clamp open alarms for short durations mainly at 2 seconds along with a couple of patient side occlusion alarms. The infusion was restarted at 2:25pm.approximately a minute later the pump module was selected and the rate was decreased to 42ml/h with the remaining vtbi recorded at 62.063ml, which now increased the infusion duration to approximately 1.5 hours. A soft guardrails alert the rate was below limit of 98.4ml/h had popped up with the infusion allowed to continue as programmed. The pump module alarmed for ail at 3:30pm and was turned off. The total volume recorded infused was at 82.377ml from the intended vtbi at 100ml. Leak testing of the returned administration sets and rate accuracy testing of the pump module did not reveal any existing malfunctions; the system with both received administration sets had infused within specification. The root cause for the infusion of alteplase having the bag empty prematurely could not be identified.

Event description:
It was reported that pump infused too fast. During a patient infusion of alteplase, the medication was programmed to infuse for 60 minutes. When the nurse checked in 30 minutes, the bag was already emptied. Additional patient monitoring was required.